Event description:
Giannini, c, et al., (november 28, 2024). Long-term structural valve deterioration after tavi: insights from the eorp esc valve durability tavi registry. Eurointervention, vol.#21, page# 537-549. Doi: 10.4244/eij-d-24-00662. It was reported via a literature article that structural valve deterioration occurred. The literature article looked at long-term structural valve deterioration (svd) after transcatheter aortic valve implants (tavi). Svd was defined according to the valve academic research consortium 3 definition. The data reviewed included living patients who underwent tavi up until 2014 using any commercially available transcatheter heart valve (thv) spanning across 22 centers enrolled in the european valve durability tavi registry. All patients underwent comprehensive echocardiographic assessments within 6 months of enrollment and at least five (5) years post-tavi. A total of 597 patients were included. Of the 597 patients included, it was specified that 30 of those patients received a lotus valve and of those 30 patients, four (4) size small lotus valves had svd.

Manufacturer narrative:
B3: date of event estimated based on date range of literature article. D6a: date of implant estimated based on date range of literature article. Giannini, c, et al., (november 28, 2024). Long-term structural valve deterioration after tavi: insights from the eorp esc valve durability tavi registry. Eurointervention, vol.#21, page# 537-549. Doi: 10.4244/eij-d-24-00662.